Event description:
It was reported that patient's uni knee was revised to a total knee for pain. Upon extraction implants appeared to be well fixed.

Manufacturer narrative:
Summary of evaluation: an event regarding pain was reported. The reported event was not confirmed. The devices were not available for evaluation. Device history review indicates the devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database from was reviewed for similar reported events regarding pain and there have been no other events for the subject lot. The root cause could not be confirmed or determined with the limited information available.